Event description:
The MFR received information alleging an issue with a ventilator's power cord. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval. An open condition was found within the device's power cord. The device's power cord was replaced to address the issue.